Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6) was returned for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the implantable neurostimulator (ins). Also, analysis found there was a "get manufacture struct command and response/osiris error recharger antenna failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745bp, serial: (B)(6); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755, serial: (B)(6); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were having issues charging their implant and the issue began last night. Patient stated they charged the controller to 100% and when they charged their implant the 'wheels' kept turning. Patient reset the controller and the issue did not resolve. Patient stated they turned their implant off. During the call, patient denied damages on the recharger, controller charging port, battery compartment and battery pack. Patient stated there was little white stuff in the controller that may have looked like dust and patient was able to clean/remove the white stuff inside the controller. Patient removed the battery pack and plugged the ac power supply cord into the controller. Controller powered on. Patient inserted the battery pack and got 100% on the controller and 50% on the implant. Patient connected the recharger and patient got shocked with their finger on the recharger. Patient stated their pain levels were way up there and patient normally kept it on a 5 (agent understood this as stimulation). The issue was not resolved. A replacement recharger (rtm) was sent out.  Additional information was received from a patient (pt). It was reported that they received the recharger (rtm) but they are still h aving problems and cannot charge their implantable neurostimulator (ins). The pt stated the controller "dims out" and the light is not flashing on the top indicating a charge. The pt stated the controller will just go black and stop the charge. The pt is escalated and wants the controller and the li battery pack replaced. A replacement controller and battery pack were sent out.